Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number 0312t, expiration date and frequency unspecified). After an unspecified duration, the toothbrush came apart in the mouth while using and the consumer felt a piece of metal in mouth. She also noticed bristles in her mouth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.